Event description:
Reported 1 false positive result when testing with remel m4, m4rt, and m6 vtm during a product evaluation study. The customer communicated the result was confirmed positive by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time.some lots of remel m4 and m4rt have been shown to cause false positive results when used with the sofia sars antigen fia assay. Root cause: remel vtm interference. Source: email.